Event description:
It was reported by the user facility that patient underwent total hip arthroplasty in (B)(6) 2010. A review of sales and invoice history revealed that the original total hip arthroplasty procedure occurred on (B)(6) 2010. Subsequently, patient reported that she caught her foot on a piece of carpet while walking and felt a pop in her hip. She did not report pain, but noticed that her hip began to squeak the next day. Radiographs confirmed the liner had disengaged from the shell. A revision procedure was performed on (B)(6) 2010 to remove and replace the liner.

Event description:
It was reported by the user facility that patient underwent total hip arthroplasty in (B)(6) of 2010. A review of sales and invoice history revealed that the original total hip arthroplasty procedure occurred on (B)(6) 2010. Subsequently, patient reported that she caught her foot on a piece of carpet while walking and felt a pop in her hip. She did not report pain, but noticed that her hip began to squeak the next day. Radiographs confirmed the liner had disengaged from the shell. A revision procedure was performed on (B)(6) 2010 to remove and replace the liner.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity. This report filed (B)(6) 2010. - attachment:(B)(4).